Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4)

Event description:
The customer reported that the insulin pump had a crack on the bottom. The customer stated she was cleaning the device when she noticed the damage. She did not know how the damage occurred. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.